Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue. Tandem technical support checked the pump logs and found that the customer had manually stopped the sensor session. Customer denied manually stopping the sensor session.